Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to cough and headache. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to cough and headache an issue related to a CPAP device's. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Missing accessory module flip door. An unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Liquid ingress with mineral deposits were observed on the blower and blower box. A contaminate consistent with keratin was observed on the blower box. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.